Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a generator error. The system automatically shuts down when this occurs. However, the customer was able to reboot and finish the case. There is no report of injury or death associated with the event described in this complaint.